Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity with needle biopsy forceps was used during a biopsy procedure. According to the complainant, during preparation for the procedure, a hair was noticed inside the sterile sealed pouch. There were no other reported issues with the device packaging. Additionally, it was reported that there was no patient involvement.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity with needle biopsy forceps was used during a biopsy procedure. According to the complainant, during preparation for the procedure, a hair was noticed inside the sterile sealed pouch. There were no other reported issues with the device packaging. Additionally, it was reported that there was no patient involvement.

Manufacturer narrative:
Visual examination found a hair inside the sealed pouch. Complaint was confirmed. According to the evidence and the information provided by the customer, it is most likely that the problem occurred during the manufacturing process. Therefore, the most probable root cause of this failure is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity with needle biopsy forceps was used during a biopsy procedure. According to the complainant, during preparation for the procedure, a hair was noticed inside the sterile sealed pouch. There were no other reported issues with the device packaging. Additionally, it was reported that there was no patient involvement.